Event description:
It was reported that this pacemaker was unable to be interrogated by the communicator. Technical services (ts) offered troubleshooting for the health care professional (hcp). The device was still unable to be identified. This pacemaker remains in service. No adverse patient effects were reported.